Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of trailing haptic off to the side; therefore, the condition of the product could not be verified. A video of the surgery and photos of the implanted lens and handpiece are attached to the parent file and have been reviewed by the investigation site. The video shows a mark on the outer edge of the lens. The exact details of what that mark is cannot be determined from the video. The reported event cannot be confirmed in the photo of the lens. The photo of the handpiece confirms the reported product and lot information. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, trailing haptic found to have off to the side. Iols were left implanted. Additional information has been requested.